Event description:
3rd mpj joystick allegedly that does the same thing and intermittently shuts off and will not turn back. Customer is stuck four miles away from home. Then unplugs and plugs back in and will work again. Customer is majorly complaining and wants answers.

Manufacturer narrative:
(B)(4). Three separate complaints were filed to represent the 3 joystick events mentioned in the original complaint description.